Event description:
The patient had a bard access powerport placed for administration of chemotherapeutic agents. Following treatment, the port was removed with no known complications. The patient returned a few weeks later after noting a firm lump above the incision site. Ultrasound revealed a foreign body present which appeared to be left over from the port. The patient returned for a fluoroscopy guided removal of foreign body. The foreign body was found to be the locking valve from the bard powerport, which was removed. The patient tolerated this procedure well. There was no evidence of infection from this retained piece.